Event description:
It was reported by service report that the stretcher is very wobbly. The foot end jack was broken at the taper part that fits into the cross tube. It is unknown if there was patient involvement or if there are adverse consequences to report.